Event description:
It was reported that a spectrum pump alarmed a constant downstream occlusion during volumetric flow accuracy testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a downstream occlusion alarm did not occur. The device was found to operate within specification. A review of the event history log revealed 'downstream occlusion!' Messages. The alarms in the log were likely a result of normal pump operation. However, the log only cannot be used to confirm the reported problem. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. Should additional relevant information become available, a supplemental report will be submitted.